Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the mildly calcified left internal carotid artery with placement of an rx acculink stent. Two days post procedure, the patient experienced a severe headache and pain in neck and left side of face. The patient was re-hospitalized. A neurology consult was obtained and a computed tomography scan was performed, with results within normal limits. Ibuprofen, topamax and dilaudid were administered. The patient was discharged to home on (B)(6) 2012 and the headache had resolved. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache, neurological deficit dysfunction, and pain are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.